Event description:
The report received indicated that the tip of the emerald guide wire was bent. The problem was noticed after the wire was removed from the package. The packaging was intact before it was opened. The emerald guidewire was returned for eval, however, the analysis identified the polytetrafluoroethylene (ptfe) coating was scraped.

Manufacturer narrative:
Prior to using an emerald diagnostic guidewire in a procedure, the wire was found kinked and was not used. Analysis of the returned wire found additional damage that was not originally reported. During the visual inspection, bends were found on the product and the j-tip was relaxed. Additionally, the ptfe coating was scraped. As received, the specimen wire presents no obvious indications of manufacturing defects or anomalies. With the exception of the damage noted above, the specimen appears to be visually and dimensionally correct. The ptfe coating damage and the bend damage to the bulk of the device is not noted in the complaint narrative, preventing confirmation of the timing of the damage. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicated that the product was final inspection tested and was determined to be acceptable. The complaint was confirmed and additional damage was identified during analysis. Review of the available info, it appears that device handling may have contributed to the event.